Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken on radius assessed as fold flaw opening and missing shell observed assessed as inconclusive. Additional observations: ¿ crease fold, stress marks, wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side "rupture." The device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture." The device remains implanted.